Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2016. D6: explant date: 2016. Additional suspect medical device components involved in the event: model number/catalog number: sc-2316-50. Serial number: (B)(6). Batch/lot number: 16428350. Model/catalog description: infinion 16 lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-3400-30. Serial number: (B)(6). Batch/lot number: 16667083. Model/catalog description: splitter 2x8 kit-sterile. Unique identifier (UDI) #: (B)(4). Model number/catalog number: clik anchor. Serial number: (B)(6). Model/catalog description: 17248768. Unique identifier (UDI) #: (B)(4).